Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be read by the programmer. It was further reported that the icm battery is dead. The icm remains in use. No patient complications have been reported as a result of this event.